Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No unexpected numbers scrolling during testing noted. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a broken belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the numbers on the insulin pump scroll up without any input from the customer. It was also reported that the buttons on the insulin pump are unresponsive. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.